Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine telephonically and found the issue with the cable display to video receiver. The fse replaced the display to video receiver cable (0012-00-1429) with new one. All functional and safety test were performed. Unit was handed over to customer for clinical use.